Event description:
A user facility reported to olympus that the evis lucera elite colonovideoscope exhibited e315 scope error. It was reported that the device was a loaner from olympus and no procedure was involved. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The investigation reported that reported issue occurred due to dirt on terminal of the electrical connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely dirt adhered to the terminal of the electrical connector during user handling and this caused display of error message. However, the root cause could not be determined. The event can be detected by following the instructions for use which state: ¿·inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.